Manufacturer narrative:
Per information provided: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the kugel patch (device #1). Additional supplemental emdr was submitted to represent the kugel patch device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the partial removal of kugel patch (device #1) and implant of kugel patch (device #2). Per operative notes, ¿the fascial defect was identified. The rolled up inferior portion of the previously placed kugel patch (device #1) was partially excised along with memory ring. A small kugel patch (device #2) was placed over the posterior rectus sheath underneath the rectus muscle using suture.¿ (B)(6) 2008 - patient had abdominal pain and diagnosed with recurrent hernia thereby scheduled hernia repair. (B)(6) 2009 - patient had umbilical granuloma thereby underwent open repair with the removal of mesh (device #1, #2). Per operative notes, ¿a folded and buckled mesh (device#1, #2) with memory ring was identified. The granuloma was excised and a portion of the mesh (device #1, #2) along with exposed memory ring was removed in its entirety."